Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
A patient of unknown age and gender presented for an endovenous laser treatment. With the laser fiber fully advanced into the tre-sheath and the laser fiber/tre-sheath assembly in position in the patient, the physician engaged the laser generator to initiate the ablation. The physician noted that smoke started to exit the site of the luer lock connection between laser fiber and the tre-sheath. The physician reported that the tre-sheath appeared to be melted off. The physician stopped the energy transmission of the laser generator and removed the defective fiber/tre-sheath assembly from the patient. The physician successfully completed the procedure with another new of the same device. There was no report of harm or injury to the patient or the user.